Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure in the bile duct of a male, patient. After positioning the stent, the clear luerlock was loosened slightly as stated in the directions for use (dfu). During the attempt to release the stent the physician felt some resistance as he pulled the guide catheter and the stent was unable to be deployed. The resistance was not associated with any other device. The physician attempted to retract the guide catheter once more, however, the stent would not deploy and the guide catheter stretched. The delivery system and the scope were removed from the patient. The scope was then reintroduced into the patient and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.